Event description:
It is reported that the pt underwent a two stage revision for infection. The second stage was performed on (B)(6) 2011. It is also reported the pt has a profound drop foot.

Manufacturer narrative:
This report will be amended when our investigation is complete.